Event description:
It was reported that the patient fell on her backside approximately a month ago. After the fall, the patient experienced stimulation in the wrong location, including stimulation in her stomach starting a week ago. The patient had another appointment scheduled for (B)(4)-2011 and wanted to have the device checked and reprogrammed at the appointment. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from the hcp reported that the cause of the event was unknown, and it was corrected with reprogramming on (B)(6) 2011. There were no abnormal impedance measurements. The hcp noted that lead migration or dislodgement was possible. The patient did not require hospitalization and there was no injury.

Manufacturer narrative:
Lead model 3777-60, serial# (B)(4), implanted: 2009-(B)(4), explanted: unknown, programmer model 37742,serial# (B)(4), lead model 3777-60, serial# (B)(4) implanted: 2009-(B)(4), explanted: unknown, accessory model 37752, serial# (B)(4).